Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02164. It was reported during procedure (manufacturer reference number: 1627487-2020-01343), one lead appeared to be fractured and the other lead showed abnormal impedance values. Manufacturer's representative was unable to reestablish effective therapy after surgery. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored after surgery. It is unknown which lead had fractured and which lead had invalid impedance values.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02164.